Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. While performing a percutaneous coronary intervention, the physician inflated the 28x3.50 omega balloon to 14 atms for 20 seconds without difficulty, using imeron 200 with no dilution and placed the stent. The physician waited 4 to 5 seconds after deflation to withdraw the balloon. Upon withdrawal of the balloon, deflation difficulty occurred and it was not possible to pull the balloon through the guiding catheter. The balloon catheter, non-bsc guidecatheter and 2 non-bsc guidewires were removed together from the patient and the stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
If implanted, give date- added date (B)(6) 2015. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. While performing a percutaneous coronary intervention, the physician inflated the 28x3.50 omega balloon to 14 atms for 20 seconds without difficulty, using imeron 200 with no dilution and placed the stent. The physician waited 4 to 5 seconds after deflation to withdraw the balloon. Upon withdrawal of the balloon, deflation difficulty occurred and it was not possible to pull the balloon through the guiding catheter. The balloon catheter, non-bsc guidecatheter and 2 non-bsc guidewires were removed together from the patient and the stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with a y-adapter, non-bsc guidewire, and non-bsc 5f guide catheter. The omega device was inside the lumen of the guide catheter and the guidewire was inside the lumen of the omega; as received. The packaging for all devices was included with the devices. The guidewire was protruding 29cm from the y-adapter and 1.5cm from the distal tip of the omega. The hub and strain relief of the omega device was protruding from the y-adapter and protruding 37cm from the tip of the guide catheter. The y-adapter was tighten down when received. There was contrast in the inflation lumen and blood on the balloon folds. The balloon was loosely folded. Microscopic examination revealed that the distal end of the balloon was bunched up. Functional testing was performed by prepping the device with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When the balloon was inflated, the balloon was no longer bunched. When negative pressure was pulled; the balloon was deflated in less than 3 seconds with no issues, meeting specification. The omega device and was able to be removed from the non-bsc guide catheter with no difficulties. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. While performing a percutaneous coronary intervention, the physician inflated the 28x3.50 omega balloon to 14 atms for 20 seconds without difficulty, using imeron 200 with no dilution and placed the stent. The physician waited 4 to 5 seconds after deflation to withdraw the balloon. Upon withdrawal of the balloon, deflation difficulty occurred and it was not possible to pull the balloon through the guiding catheter. The balloon catheter, non-bsc guide catheter and 2 non-bsc guidewires were removed together from the patient and the stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(6). (B)(4).